Event description:
The defibrillator was alleged by the reporter to have failed to discharge energy to a pt. A witness to the reported event alleged the defibrillator would not charge when the paddles charge switch was pressed.